Event description:
It was reported that the patient received inappropriate shocks due to atrial fibrillation. The device was reprogrammed. The patient was placed on remote monitoring. The patients medical condition was good.